Event description:
During a gastrectomy procedure, the device's wire suddenly protruded by itself. The surgery was prolonged. No injury to the patient was reported.

Manufacturer narrative:
One tls3 23c was returned, decontaminated and investigated. The returned device was found to be in satisfactory condition with no cosmetic abnormalities observed. The returned device functioned as intended upon being plugged into a test power supply. The proper tones were emitted from the power supply when squeezing the thumb trigger and depressing the finger button to the variable and hi positions. The electrical outputs were checked and the results indicated that the wattage and amperage met acceptance specifications. Closer analysis of the distal end revealed that the jumper wire was separated from the distal spot welded crimp, confirming the complaint. The wire conductors were clearly seen inside of the spot welded crimp, indicating that the wire was pulled away from the crimp. The wires were firmly attached at one end, which were terminated to the control rod end. A closer inspection revealed that the jumper wire was broken at the spot welded crimp. The returned device was able to function as intended, because, the jumper wire is a redundant electrical path. It was also observed that some of the (B)(4) components on the distal end were pitted and corroded, which was visible by the signs of corrosion on the link, jaw, control rod end and the jumper wire. This type of damage is consistent with a device being cleaned with a solution which attacks (B)(4) components. The torn jumper wire is consistent with reuse of a disposable device. From the instructions for use state under "intended use": the device is a single use device and is intended to be used once only for a single patient.